Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient thought they were completely emptying their bladder, but they weren't sure. Patient reported they were extremely weak and almost fell over the day of the report, they were unsure if that was due to the therapy or their b-12 shot that was due. Contributing factors were unknown. The patient was advised to contact their clinician regarding health advice. It was unknown if the issues were resolved at the time of the report. No further complications were reported or anticipated.